Event description:
The customer reported via phone call that she experienced sensor issues. The customer stated that she received the lost sensor alert multiple times. The customer's blood glucose was unknown. After troubleshooting, the customer was advised that the sensors would be replaced. The customer further mentioned that she had experienced a bent cannula in the past. The customer also stated that there was an instance in which there was no cannula present after removing the sensor. The customer agreed to return back the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor performed the continuity resistance test found the sensor failed per specifications.